Event description:
Angioplasty balloon ruptured during balloon angioplasty of the left external iliac artery. The catheter fractured during attempted removal. The fractured segment was successfully retrieved using a snare and sheath. The entire balloon assembly was removed upon inspection. Post-procedure imaging confirmed no retained fragments on x-ray and no evidence of arterial embolism in the left leg.